Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and battery packs sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon evaluation of the monitor, the c1 capacitor had shorted, inducing damage to the d1, c1, and l2 components on the computer / analog (ca) board. In addition, upon evaluation of the battery packs, the f1 fuse was open in both battery packs. The excessive current from c1 shorting in the monitor had caused the f1 fuses to open. There was no death or adverse event associated with the monitor/battery malfunction.

Event description:
02/25/2021. Resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 03/01/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a patient's monitor would not power on with either battery pack.